Event description:
It was reported that during interrogation with a programmer, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. Abbott technical support was contacted and the cause of the bvvi was found to be power on reset (por). The device was successfully reprogrammed to resolve the event. The patient was in stable condition.